Event description:
It was reported that the physician's handheld has been freezing before he goes to interrogate a patient. The physician has tried multiple hard resets, but the issue persists. The device has been requested, but has not been returned to the manufacturer to date.

Event description:
On (B)(6) 2012, the handheld and flashcard were returned to the manufacturer for product analysis. Product analysis on the handheld revealed no anomalies associated with the handheld during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation that the screen was freezing was not verified. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.